Event description:
A pt reported that their meter kept giving the error 5 message. The meter was cleaned, battery replaced, and a new test strip inserted. This issue still persisted and not resolved with troubleshooting.